Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that prior to patient use when the user switched the nkv-330 ventilator from standby to ventilation mode, it alarmed technical fault 00011 and vent inop 00006. The patient was not placed on this ventilator and was placed on another ventilator. There was no patient injury.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.